Event description:
The device received has been classified as an un-reconciled blind unit. No further information is available.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was prompting an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 (time not specified). The csr noted the patient manages her diabetes with insulin (via insulin pump). The patient denied taking any action in response to the alleged meter issue. As a result of the reported issue, the patient claimed she did not feel well and developed symptoms of thirst and frequent urination three days later. The patient, however, denied receiving any treatment after the alleged issue began. At the time of troubleshooting, the csr confirmed the patient was using the proper testing technique and the test strips were within the expiration date. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/20/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.